Event description:
It was reported that the customer was hospitalized for hyperglycemia. Family member stated that the programming was accurate and the pump passed the prime test. It was indicated that the family member will call back to do further troubleshooting and after gathering more information. No further details.